Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer treated with manual injections. The customer stated that they tried to give a bolus and received button error. The customer stated that they were dancing and the pump was not exposed to any water. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.